Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the applic-instr f/sternal zipfix (p/n: 03.501.080, lot number: 1l05251) was received at us cq. Visual inspection of the complaint device at service and repair showed the trigger sticks when engaged; cutting arm is loose, causing the slide mechanism to stick. Service and repair evaluation: the customer reported the implant does not pull. The repair technician reported trigger sticks when engaged; cutting arm is loose, causing slide mechanism to stick. After repair and oiling of device, the cutting arm prevents smooth function and is defective. Sticky trigger is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional assessment was performed on the complaint device at service and repair. The trigger sticks when engaged; cutting arm is loose, causing the slide mechanism to stick. After repair and oiling of device, the cutting arm prevents smooth function and is defective. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to it not being applicable to the complaint condition. Document/specification review: relevant drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the trigger sticks when engaged; cutting arm is loose, causing the slide mechanism to stick. After repair and oiling of device, the cutting arm prevents smooth function and is defective. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.501.080 lot # 1l05251 release to warehouse date: 07 aug 2018 manufactured by hagendorf no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, even after surgeon pull the handle/trigger of the zipfix application instrument, the implant does not pull. Spare instrument was used to complete the procedure. There was no surgical delay and no patient consequences reported. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).